Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 50 mg/dl. The event involved product(s) 78893-01, mmt-1884, mmt-213a, mmt-332a. The customer upgraded the pump software a second time to the 6.2 version after the upgrade, the customer began having issues with operating in smartguard mode. The customer was not having before. Basal and autocorrection doses and had gotten to the point of eliminating the customer suffering low levels. After the update, the customer noticed low values that are well below my set low limits of 70 and 75, all the way down to below 50. The customer woke up to another low alarm of 53. Looking at the hourly graph display, despite being at a sensor glucose level of 53, there are magenta colored bars showing that the pump is still delivering background basal since doing the update. The entire system is unstable. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for 78893-01, mmt-1884, mmt-213a, mmt-332a.